Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031399, mini standard thickness +0mm taper offset 40mm diameter humeral tray; lot#: 66664168; item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 66724696. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty on an unknown date. The patient, on an unknown date, began to experience pain and a crunching sound after laying down and rolling over. Subsequently, the patient underwent a revision surgery approximately four (4) months ago due to the implants disassociating. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately five (5) months ago. The patient rolled over while laying down and had pain along with a crunch sound after when moving their shoulder, imaging revealed that the humeral bearing had disassociated from the humeral tray. Subsequently, the patient underwent a revision surgery approximately three (3) months after the initial surgery due to the implants disassociating.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d9; h4. Visual examination of the returned product identified item showed signs of use and wear. The bearing has damage to the locking feature and some of the material is peeled back. Dimensional analysis was not performed on the bearing due to the damage. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right reverse total shoulder arthroplasty with disassembly of the polyethylene humeral bearing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.